Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: minimally invasive mitral valve surgery for mitral valve prolapse: a comparison between fibro-elastic deficiency and barlow¿s disease.

Event description:
The article, "minimally invasive mitral valve surgery for mitral valve prolapse: a comparison between fibro-elastic deficiency and barlow¿s disease", was reviewed. The article presented a retrospective, single center study to report on the long-term outcome after port-access endoscopic mitral valve surgery with particular focus on the comparison between fibro-elastic deficiency (fed) and barlow mitral valve prolapse. Devices included in the study were memo 3d/4d, physio ii, st. Jude medical saddle ring, and cg future medtronic. The article concluded that despite more extensive mv prolapse in barlow patients, mv repair through minimally surgical access can be achieved with a mid-term outcome comparable to patients with fibro-elastic deficiency. Concentrating the expertise to increase the individual surgeon¿s experience for surgical approach as the mitral valve procedure itself, allowed to achieve outcome results concurrent with those reported by high volume centers. [The primary and corresponding author was thierry bové, department of cardiac surgery, university hospital of ghent, ghent, belgium, with corresponding email: thierry.bove@ugent.be]. The time frame of the study was from july 2008 to december 2021. A total of 246 patients were included in the study, of which 27 (11.0%) received an abbott device. The average age was 66 years and the majority gender was male. Comorbidities included diabetes, hypercholesterolemia, arterial hypertension, prior cardiac surgery, coronary artery disease, renal insufficiency, peripheral vascular disease, atrial fibrillation, and chronic obstructive lung disease.

Manufacturer narrative:
Summarized patient outcomes/complications of sjm rigid saddle ring were reported in a research article in a subject population with multiple co-morbidities including diabetes, hypercholesterolemia, arterial hypertension, prior cardiac surgery, coronary artery disease, renal insufficiency, peripheral vascular disease, atrial fibrillation, and chronic obstructive lung disease. Complications reported included surgical intervention, myocardial infarction, transient ischemic attack, air embolism, bleeding, hemothorax, laceration, atrial fibrillation, and lack of effect. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: minimally invasive mitral valve surgery for mitral valve prolapse: a comparison between fibro-elastic deficiency and barlow¿s disease